Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1994 and mesh was implanted. The patient underwent another gynecological procedure on (B)(6) 2011 and alyte ¿ advantage fit system was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional patient code: (B)(4)- vaginal vault prolapse, cystocele, enterocele, rectocele additional narrative: it was reported that following insertion the patient experienced vaginal vault prolapse, cystocele, enterocele, rectocele, and stress urinary incontinence.